Event description:
The duett sealing device was deployed following a diagnostic procedure, via a 5 fr sheath in the right common femoral artery. Following the deployment, the pt experienced pain, pressure and a cold foot in the affected leg. An angiogram confirmed an occlusion. Treatment consisted of a surgical and percutaneous thrombectomy. The treatment was successful, and no further complications were reported.